Event description:
It was reported that surgeon used a fastfix 360 curved anchor that failed to deploy. Surgical technique followed as per usual. Both anchors (t1 & t2) deployed but disengaged from meniscus when surgeon pulled on suture to tighten and secure knot. Used another fastfix curved, successfully implanted. Thirty minutes delay and a back up was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Final product met specifications upon release to distribution.

Event description:
It was reported that surgeon used a fastfix 360 curved anchor that failed to deploy. Surgical technique followed as per usual. Both anchors (t1and t2) deployed but disengaged from meniscus when surgeon pulled on suture to tighten and secure knot. All ts were removed from the patient. Used another fastfix curved, successfully implanted. Thirty minutes delay and no patient injuries were reported.